Manufacturer narrative:
(B)(6). Investigation summary: it was reported there was particulate visualized in a tubing line. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo is at 48x magnification and the other is at 75x magnification. The photos show a yellowish particulate. The ir spectra is consistent with wood or wood based products like cardboard or chipboard. In the syringe assembly process, there are no materials like wood or cardboard a device history record review was completed for provided material number 309653, lot number 0274637. The review did not reveal any detected quality issues during the production of the lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Device evaluated by MFR: see h10.

Event description:
It was reported that there was a particulate in the tubing line during use of bd luer-lok¿ tip syringe. No patient impact reported. The following information was provided by the initial reporter: personnel performing the cation exchange (cex) chromatography process observed a particulate in the tubing line through which product was being pumped (out of the product bag and into an intermediate bottle). The particulate was observed in the product fluid which had just begun pumping through the tubing line.